Manufacturer narrative:
Patient info was unavailable from the site at the time of this report. Software has not been evaluated as of the date of this report.

Event description:
A medtronic technical services rep reported an inaccuracy of 2-3 cm to the left while using the landmarx element system. Surgeon discontinued use of the navigation system to complete the procedure. There was no impact on pt outcome reported.